Event description:
The customer reported that, "the prismaflex machine came up with the alarm "tmp too high" during treatment. The nurse tried to change the flow rate of the replacement fluid. The rate was 2000 and the nurse dialed it down to 1500. While the nurse was doing this, he noticed that even though he changed the replacement rate to 1500, on the status screen, it is still showing replacement rate to be 2000. He tried to change the rate to 2000, the status screen then showed 2500. It seems like the setting and the reading is off by 500. I've tried it myself (technician) while the unit was still on pt. I got the same result too." The blood was returned to the pt and pt taken off of crrt. No blood loss reported. Reported machine runtime > 600 (h).

Manufacturer narrative:
No pt injury or clinical consequences to the pt was reported. Gambro renal products has received the downloaded machine data files and further investigation is ongoing. A follow-up or final report will be submitted once the investigation has been completed and corrective action has been identified.